Event description:
There was an allegation of questionable elecsys troponin t hs (troponin) results from the cobas e 801 analytical unit. Patient 1: the initial result was 95.7 pg/ml; the repeated results were 30.8 pg/ml and 16.9 pg/ml. A new sample was drawn from the same patient and the result was approximately 15 pg/ml. The questionable results were not reported outside of the laboratory. Patient 2: the initial result was 173 pg/ml. A new sample was drawn from the same patient and the results were 7.31 pg/ml and 7.19 pg/ml. The initial sample for patient 2 was repeated on (B)(6) 2024 after a frozen/thaw/centrifugation cycle and the result was found 9.0 pg/ml. The initial result of 173 pg/ml was deemed to be incorrect.

Manufacturer narrative:
The troponin reagent lot number is 795168, the expiration date was not provided. The measuring cell, gear pump head, and syringe seals were overdue for replacement. A field service engineer (fse) replaced the measuring cell, gear pump head, and degasser. It was also noted that the lab environment was dusty. Dusty instrument surfaces and lab environments can cause carry-over of immuno-complexes from one assay cup to the next as they are attracted by dust which is constantly flowing over the consumables area due to the air stream of the instruments. Sample foam detection (sfd) images were reviewed and particles/oily substances were observed on the samples. The investigation determined that the event was due to a maintenance issue.